Event description:
Pt was revised to address improper implant placement.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product info required to review the device history records and search the complaint database by manufacturing lot was not provided. The investigation could not draw any conclusions about the reported event; however, provided info stated poor device positioning at primary surgery was a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers this investigation closed at this time. Should the products and/or additional info be received, the investigation will be reopened.